Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose level was 68 mg/dl at the time of incident and the current blood glucose level was 51 mg/dl. Customer experienced no symptoms for low blood glucose event. Customer was treated with glucose and food for low blood glucose level. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. Customer stated that the insulin pump was alleging over delivering. Customer stated that the drive support cap appeared to be normal. Customer is unable to upload to carelink at this time. The insulin pump will be and reservoir will not be returned for analysis.